Manufacturer narrative:
Block b3: approximated based on the publish date of the article. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
Boston scientific became aware of an event involving the speedband superview super 7 ligation device through the article titled band on band endoscopic variceal ligation, a technique for the treatment of esophageal varices in case of band misplacement by andrea sorge et al. The article describes a clinical case involving a 62 year old patient with porto sinusoidal vascular disorder and portal hypertension who was admitted for hematemesis and anemia. The patient underwent endoscopic variceal ligation (evl) using the speedband superview super 7 device. During the procedure, one band failed to achieve proper tissue elevation, resulting in accidental oozing bleeding and suboptimal band positioning. This inadequate suction raised concerns about potential premature band dislodgement and severe post-banding ulcer bleeding. According to the authors, incomplete suction was likely due to fibrosis from previous endoscopic treatments performed five years earlier, which is recognized as one of the major causes of evl failure. To manage the situation, the authors applied a band on band technique, placing a second band below the first to achieve optimal placement and hemostasis. The intervention was successful, and the patient was discharged without further adverse events. At a one month follow up, no rebleeding or complications were reported. Please refer to the referenced article for full procedural details and complete listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: approximated based on the publish date of the article. Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050502 captures the reportable event of bands misfire. Block h2: additional information: block h11: investigation results: the speedband superview super 7 device was not returned for analysis. Although the article included images of a ligation device being used during a procedure, these images cannot be attributed to a specific complaint or evaluated as evidence of a device performance issue. No additional observations could be made due to the absence of the physical device. The reported event of hemorrhage minor could not be confirmed because the quantity of bleeding shown in the article cannot be assessed, and the available publication does not provide sufficient detail to support direct correlation to the reported condition. A risk review was completed and confirmed that hemorrhage minor and bands misfire are defined in the risk documentation and are documented accordingly. Published evidence indicates that incomplete tissue suction and band misplacement are known clinical challenges in esophageal variceal ligation procedures and represent inherent risks of the therapy rather than device malfunction. The most probable root cause for the reported hemorrhage minor is classified as known inherent risk of device. The reported event of bands misfire cannot be confirmed since the device was not returned for examination. Based on the literature description and the lack of physical device evaluation, it is not possible to determine whether the events were related to procedural technique, patient specific conditions such as fibrosis or prior treatment, or a potential device related factor. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
Boston scientific became aware of an event involving the speedband superview super 7 ligation device through the article titled band on band endoscopic variceal ligation, a technique for the treatment of esophageal varices in case of band misplacement by andrea sorge et al. The article describes a clinical case involving a 62 year old patient with porto sinusoidal vascular disorder and portal hypertension who was admitted for hematemesis and anemia. The patient underwent endoscopic variceal ligation (evl) using the speedband superview super 7 device. During the procedure, one band failed to achieve proper tissue elevation, resulting in accidental oozing bleeding and suboptimal band positioning. This inadequate suction raised concerns about potential premature band dislodgement and severe post-banding ulcer bleeding. According to the authors, incomplete suction was likely due to fibrosis from previous endoscopic treatments performed five years earlier, which is recognized as one of the major causes of evl failure. To manage the situation, the authors applied a band on band technique, placing a second band below the first to achieve optimal placement and hemostasis. The intervention was successful, and the patient was discharged without further adverse events. At a one month follow up, no rebleeding or complications were reported. Please refer to the referenced article for full procedural details and complete listing of physicians and healthcare facilities.